Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition, low pacing impedance and low sensing. Upon visual inspection of the atrial lead, insulation damage was found. The lead was capped and replaced 15 jun 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure, it was noted that the atrial lead exhibited noise and low pacing impedance. Upon visual inspection of the atrial lead, insulation damage was found. The lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.